Manufacturer narrative:
Results and conclusions summation - the inability to cross a lesion can be affected by pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, interactions with other products, product size selection, and accessory device support. Possibly during the attempts to cross the target lesion, an interaction between the stent implant and pt anatomy or other devices contributed to loosening the stent on the balloon, such that when the sds was retracted the stent dislodged. A definite cause for the failure to advance and stent dislodgment cannot be determined.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in pt's body resulting in permanent damage. Device issue: dislodged stent. It was reported that the stent delivery system (sds) failed to cross the lesion and during the removal attempt, the stent dislodged from the balloon into the pt's coronary. There was no reported resistance during the removal attempt, and no attempt was made to retrieve the dislodged stent. The pt is reported to be well at this time. No add'l event or pt info is available.